Manufacturer narrative:
Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for (B)(4): as reported, synthes 14mm cannulated awl was broken during surgical procedure. Distal chisel tip was broken and all pieces recovered from patient. Liss plate system was being removed along with screws. No harm to patient from this event. This is 1 of 1 report for (B)(4).